Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007. Inratio 7.0, 5.2. Lab: 5.6, 5.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007. Inratio: 7.0, lab: 5.6, mean: 6.3. Confidence limits: cannot be determined. Inratio: 5.2, lab: 5.6, mean: 5.4, confidence limits: cannot be determined. Per international procedure, the mean of the inratio meter and comparative system inr were calculated. For the first and second set of data, the confidence limits cannot be determined. Both inratio and lab values are > 5.0, the values were not considered inaccurate. Therefore further testing is not required at this time. Inratio precision data provided by end-user lot 060725 first test inr= 7.0 second test inr= 5.2 mean= 6.1; sd= 1.27; %cv= 21%. The %cv is less than or equal to 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.